Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device failed the operational check and displayed a red x. There was no patient involvement.